Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons less responsive act and esc sometimes press buttons twice and shut down from time to time and insulin squirting during priming on one occasion and not completing the rewind process. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had battery compartment lock not secure, falls off from time to time, scratches on screen rainbow effect, at times had condensation on the screen, at the battery compartment had hairline crack around the battery case going down from the screw and insulin pump had rejected new battery and louder during rewind, motor sounds labored, motor made grinding noise specifically during the rewind process. The insulin pump will not be returned for analysis.